Manufacturer narrative:
The cause for the discordant (B)(6) result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
(B)(6) advia centaur xp hbsag results were obtained for a patient sample and confirmed. The patient was referred to a different facility for testing. The facility redraw the patient and the result was (B)(6) (methodology unknown). The customer then retested the initial patient sample and the result was (B)(6). The patient sample was tested with the (B)(6) confirmatory assay and was confirmed. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.